Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: component code. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified all the sutures and both anchors remain in the needle tip. The needle tip is bent near the distal end of the needle. Confirmed that the handle is translucent green and the push button is visually conforming to the print. There are also no signs of flashing. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the anchor of the device would not deploy as intended. No patient harm was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.